Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 17mm in length and extended from a position 18mm proximal of the distal markerband to 35mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 26-jul-2023. It was reported that balloon leak was encountered. The 70% stenosed long target lesion was located in mildly tortuous and moderately calcified right superficial femoral artery (sfa). A 30mg heparin sodium injection was applied via intravenous injection, and a 6f sheath was exchanged. A guidewire was used with vertebral artery catheter to cross right sfa and reach the popliteal artery. Distal angiography verified that the device was in the true lumen. Through the guidewire, balloons were advanced (4mmx80mm non-boston scientific and 5.0 x 100, 135cm mustang balloon catheters) to dilate part by part. However, during initial inflation, it was noted that the contrast was leaking from the balloon. The device was removed by pulling out. After replacing the balloon with another of same device and dilation was completed, an auto-expansive drug eluting bare 6mmx100mm stent was advanced and deployed at the target location. Then via guidewire a 5mmx 10mm mustang balloon catheter was advanced to dilate. Another angiography showed that right sfa blood flow was restored with rather high speed. There were no signs of embolization at the distal end. The procedure was completed. There were no patient complications nor injuries were reported. The patient status was stable. However, returned device analysis revealed that the balloon had longitudinal torn.